Event description:
It was reported that pump touchscreen was cracked and shattered after customer bumped pump against wall, and customer could not lift edge of screen protector or read or use display. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary.